Event description:
As reported, during two left heart catheterization procedures in which navilyst medical convenience kits was being used, air bubbles were noted to have formed in the syringes during the procedures, after the systems were de-bubbled. No air was injected, and there were no pt complications or injuries. Both cases occurred on (B)(6) 2012. The hospital is a new user of navilyst medical kits and the lab technician was new, as well. On (B)(6) the navilyst medical sales rep was at the hospital and performed in-service education. It is believed that the likely root cause of the air bubbles observed, was that the connections between kit components were not verified/tightened by the end user. No samples were retained by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012, navilyst medical complaint report was reviewed for the convenience kit product family for the failure mode "air bubbles." No adverse trend was identified. Since device samples were not returned for eval, it cannot be determined if the device was used in accordance with product labeling. A direction for use (DHR) for this device is provided to the customer. The risk of the reported event failure mode, air entering the system, is identified in the dfu: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully bubble prior to injection to minimize the potential for embolism and in rare instances, death." While the root cause of the event is unable to be determined, it is possible that the end user did not fully tighten or verify the security of the component connections. The day following the event, a navilyst medical sales rep performed in-service education with the end user hospital. (B)(4)).